Manufacturer narrative:
The explanted device has not been returned to edwards for evaluation, thus the clinical observation (perforated leaflet) cannot be confirmed at this time. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, and is normally related to operational and patient related factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device quality deficiency related to this event. No further action is required, edwards will continue to review and monitor all events.

Event description:
It was learned that an edwards 21mm bioprosthetic aortic valve, implanted approximately three (3) years and eight (8) months, was explanted due to leaflet perforation and a perivalvular leak. The explanted device was replaced with another edwards pericardial valve with no reported adverse events.